Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via a manufacturer representative reported that the shaver came apart. Upon follow-up it was confirmed that the event occurred intraoperatively. The case was completed using a new blade. There were no fragments of the blade left in the patient. There was no patient impact.